Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported issue with the smi-02ap, spectrum autopass suture passer, serial # (B)(4) that occurred (B)(6) 2019 during a rotator cuff repair procedure involving a (B)(6) yr old patient, at the (B)(6). It is documented in the record that the jaw is broken. The doctor was passing a suture point when the jaw broke. It is marked that there was no impact or injury to the patient and the procedure was successfully completed by using an alternate device. Additional information was obtained and clarified that the lower jaw broke, detached but did not fall into the surgical site. No other information was made available. This report is being raised on the basis of previous filings as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported issue of the jaw breaking is confirmed. The returned used device smi-02ap was evaluated per design prints and confirms the reported problem. It was found that the lower jaw is broken off. The piece broken off was not returned for the evaluation. The device failed function tests. Conmed could not conduct a review of the manufacturing documents from the device history record (DHR) as the device is manufactured by classic wire cut . The service history was reviewed though, and no prior data was found. A two-year review of complaint history revealed there has been a total of 57 complaints, regarding 57 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). Please note however, because this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to, prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.